Manufacturer narrative:
(B)(4) initial report. The reported instrument has been requested for examination, and if received, the information will be provided in a supplemental report upon completion of the investigation. The initial reporter to corin confirmed that although the event occurred during surgery the patient was not adversely affected. The device manufacturing records have been retrieved and reviewed and they confirm that all material and dimensional specifications were met when the device was manufactured. Validation work carried out on this instrument shows that when this device is used as per the suggested operative technique this problem should not occur.

Event description:
The surgeon could not get a unity femoral sizer to sit flush during surgery so had to hit the device numerous times to get it to sit in the right position.

Manufacturer narrative:
(B)(4) final report. The initial reported to corin confirmed that although the event occurred during surgery the patient was not adversely affected. The reported instrument was requested for examination and when received at corin UK validation work was carried out on this instrument to show that when this device is used as per the suggested operative technique this problem should not occur. The device manufacturing records were retrieved and reviewed and they confirm that all material and dimensional specifications were met when the device was manufactured. Based on the above, corin now considers this complaint closed. Should any new information come to light, this case will be re-opened for further investigation.

Event description:
The surgeon could not get a unity femoral sizer to sit flush during surgery so had to hit the device numerous times with a mallet to get it to sit in the right position.

Manufacturer narrative:
(B)(4) final report. The initial reported to corin confirmed that although the event occurred during surgery the patient was not adversely affected. The reported instrument was requested for examination and when received at corin UK validation work was carried out on this instrument to show that when this device is used as per the suggested operative technique this problem should not occur. The device manufacturing records were retrieved and reviewed and they confirm that all material and dimensional specifications were met when the device was manufactured. Based on the above, corin now considers this complaint closed. Should any new information come to light, this case will be re-opened for further investigation.

Event description:
The surgeon could not get a unity femoral sizer to sit flush during surgery so had to hit the device numerous times with a mallet to get it to sit in the right position.